Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: lead; product ID: neu_unknown_lead (lot: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a head CT without contrast performed on (B)(6) 2020 and there was new increased foci of low attenuation (edema) along the insertion paths of the dbs leads greater than right. The patient also reported headaches on the right side of their head and their whole skull was aching. The headaches lasted about 30 seconds and it happened since surgery, as well as some numbness on the top of their head. The patient had a prescription for a decadron taper.

Manufacturer narrative:
Continuation of d10: product ID b3300542m serial# (B)(6) product type lead product ID b3300542 serial# (B)(6) product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the event outcome is unknown. They gave a prescription for a decadron taper on (B)(6) 2023, no other actions taken. Per site reply the patient had not been in contact with vumc since they were given steroids for the edema. Unknown when this was resolved.